Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose. However, the exact value was not provided and the customer declined troubleshooting with tandem's technical support (cts). Reportedly, the customer reported that the quick bolus button does not work consistently and the customer was unable to deliver a bolus using this feature. Cts was unable to determine if the quick bolus setting was turned to "on". The customer was able to deliver boluses though the pump screen.